Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the staple line interrupted; staples not present/visible on any portion of the staple line? What was the appearance of the deployed staples (b-formation, irregular, legs straight)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Was it confirmed that the appropriate tissue was proximal to cut line prior to firing? Photographic analysis: one photo was provided; the picture shows a piece of tissue with several staples present, due to the position of the staples on the provided photo, no conclusion could be reached. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that there was an incomplete staple line, instrument cut completely but did not staple completely. No harm to the patient.

Manufacturer narrative:
(B)(4). Batch # p5847j. Device evaluation: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.